Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was 281 mg/dl. It also reported that display is not blank currently. The customer declined troubleshooting for high blood glucose. The customer will return insulin pump for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display, flashing white anomaly noted. Device was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked reservoir tube lip, stained address number label and stained end cap sticker.